Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2010, this patient underwent a bypass from the left common iliac artery to the superior mesenteric artery (sma) and bilateral renal arteries. On (B)(6) 2010, this patient underwent an endovascular procedure using three gore® tag® thoracic endoprostheses (tgt2815/7319198, tgt3415/7145556, and tgt3420/7275208) to repair a dissected thoracic aortic aneurysm. The superior mesenteric artery and both renal arteries were intentionally covered by the devices. Final angiography showed no issues, and the patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. On (B)(6) 2010, post-operative follow-up imaging revealed a type ii endoleak of unknown origin and type iii endoleak with the aneurysm measuring 66 mm. The cause of the type iii endoleak was reportedly unknown. On (B)(6) 2010, six month follow-up imaging showed that the endoleaks persisted with the aneurysm measuring 68 mm. On (B)(6) 2011, coil embolization was performed to repair the endoleaks. The patient tolerated the procedure. On (B)(6) 2011, one year follow-up imaging showed that the type ii endoleak still persisted. On (B)(6) 2011, an additional coil embolization procedure was performed to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2011, two year follow-up imaging showed resolution of the type ii endoleak. The aneurysm was measured 52 mm. On october 19, 2012, three year follow-up imaging showed that the aneurysm had enlarged to 62 mm. The cause of the aneurysm enlargement was reportedly unknown. The physician elected to monitor the patient. On november 15, 2013, four year follow-up imaging showed that the aneurysm enlarged to 70 mm. The physician elected to monitor the patient.